Event description:
Dexcom g7 sensor failed during initial warm up period. The dexcom g7 receiver was turned off and on and attempted to repair but "sensor failed." Had to remove sensor and place a new one on the other arm. After faulty sensor was removed, no filament was seen on sensor.